Event description:
(B)(4). I began gaining weight quickly and I cannot lose it. I started getting terrible heartburn no matter what I ate or even if I didn't eat. I have acne that I never had before. I get boils on my body that I never had before. I'm exhausted all the time. I have cramps 24 hours a day, 7 days a week. I haven't slept a full night since getting the procedure.

Event description:
(B)(4). I have also been getting terrible headaches and experience pain during intercourse.